Event description:
On (B)(6) 2014, the patient underwent the revision surgery with the small xia. On (B)(6) 2014, the surgeon confirmed x-ray. And he found that the connector (left) broke. Therefore, the surgeon is planning the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; additional document review. Results: the customer reported breakage was confirmed via a visual assessment. Review of correspondence confirms the surgeon used a growing rod construct in which a patient is fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This was done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, eventually causing the fatigue breakage of connector. Furthermore, this breakage was noticed 7 months after implantation. The implant IFU states, "once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." The large bending moment created by the configuration of the construct along with the time of implantation were likely to have been main contributors to the fatigue breakage experienced by the returned connectors. A material analysis advised that the device experienced a fatigue fracture. The cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. No nonconformities were identified during manufacturing. Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector.

Event description:
On (B)(6) 2014, the patient underwent the revision surgery with the small xia. On (B)(6) 2014, the surgeon confirmed x-ray. And he found that the connector (left) broke. Therefore, the surgeon is planning the revision surgery on (B)(6) 2014.